Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent an open liver resection procedure. The open stapler was being used for the resection of the diseased liver tissue. The staple line was inspected right after firing and no staple malformation was seen. Postoperatively, noticed abnormally high draining of blood in the drainage bottle. There was medical or surgical intervention needed to prevent a permanent impairment of a function. Had to reopen the laparotomy site to inspect the bleeding. Observed bleeding was coming from the staple line. In order to resolve the issue, stitched over the staple line with a non absorbable suture to stop the bleeding. The surgical time was extended by more than thirty minutes. The patient had to return to the operating theater for a second surgery which included a second round of general anesthesia. Patient required a longer term and second round of antibiotics due to the second reopening of the surgical site.